Manufacturer narrative:
Evaluation summary: the instrument had a potential field age of 33 months at the time of return. The damage exhibited is indicative of wear from normal use in the field. The likely cause of this incident is normal wear and tear. The returned item was dimensionally verified to meet print specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that a piece of the containment rail broke off of the provisional.